Event description:
It was reported that dislodgement of the rv lead occurred. During lead repositioning, the helix could not be retracted. The lead was explanted and replaced. The patient's condition was good during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.